Manufacturer narrative:
This report is submitted on january 25, 2019. Registration number (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced skin overgrowth at the abutment site. The patient underwent skin debridement and was administered steroid injection; however the issue could not be resolved. Subsequently, the abutment was replaced with a longer abutment.